Event description:
A (B)(6) old female pt contacted zoll customer support to report the monitor would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon eval, the monitor was found to have defective ram chips (u100 and u101). The sdram components are bga parts on the monitor's c/a board, which load the flash memory. The root cause for the defective chips cannot be positively determined, but is likely due to random component failure. No adverse event resulted from the damaged monitor. The pt received a replacement monitor.